Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital few days post implant procedure experiencing shortness of breath and hypotension. The physician performed an echocardiogram which revealed atrial lead perforation. A chest drain was completed until the explant procedure would take place. On (B)(6) 2017 the atrial lead was successfully explanted and replaced with a chronic atrial lead which was reconnected to the pulse generator. The patient was in stable condition post-surgery.